Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was experiencing withdrawal. The hcp checked the pump and it had 8.3 ml listed for the reservoir volume. He did not see any attention dialog boxes when he interrogated the pump. He is going to get a refill kit and check the logs of the pump. The pt was scheduled to be refilled the next day. The pump contained baclofen with a concentration of 500 and a dose of 169.76. It was later reported that the pt had a catheter revision on (B)(6) 2010. The catheter was coiled behind the pump. The pt experienced withdrawal. At the catheter revision, they clamped the catheter and added 9.5 cm but did not prime on the back table with the pump. It was believed, the pt would have a short delay in therapy. The pt required a therapeutic bolus before empty catheter volume reached pt. This sped up delay in therapy. In regards to priming, there was a total catheter length of 70.1 cm. The physician wanted to give an additional 50 mcg bolus. The catheter had been aspirated. Single bolus of 127 mcg. The bolus helped. The concentration was noted as 500 mcg/ml. It was later reported that the pt experienced csf (cerebrospinal fluid) leak. Additional info has been requested and will be made as a f/u as it becomes available.